Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire adn deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 314 mg/dl and that the cannula did not deploy.